Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with a custom combiset immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with an unknown error message. The biomed stated that the arterial line appeared collapsed and looked to be molded that way. The machine completed testing and prime and the issue was identified at treatment initiation. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the sample was provided in which the tubing connecting the main line to the pump adapter is collapsed (blood flow path is restricted). A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The manufacturer was able to confirm the reported issue based on the objective evidence provided. This kind of failure mode could be caused due to incorrect coiling/bagging technique, unqualified operator or unclear work instruction.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with a custom combiset immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with an unknown error message. The biomed stated that the arterial line appeared collapsed and looked to be molded that way. The machine completed testing and prime and the issue was identified at treatment initiation. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with a custom combiset immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with an unknown error message. The biomed stated that the arterial line appeared collapsed and looked to be molded that way. The machine completed testing and prime and the issue was identified at treatment initiation. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: h1.